Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The physician reported that the subject pacemaker was non functional after external defibrillation.

Event description:
The physician reported that the subject pacemaker was non functional after external defibrillation.